Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, no anomalies found.

Event description:
It was reported that during implant attempt, the atrial port was plugged with a pin. Later in the procedure, the patient converted to non-sinus rhythm. The physician then desired to place an atrial lead, but the atrial setscrew could not be retracted after several attempts. The device was not used and was replaced. No patient complications have been reported as a result of this event.